Event description:
When patient ambulating to bathroom, noticed shirt wet. Patient noted her line was leaking. Upon return to bed, this rn examined line, noted bottom of line broke and was lodged in cap. Ivf (intravenous fluids) had been leaking for 2h while patient slept. Patient is septic and was not receiving maintenance ivf. Cap change performed. Broviac line was sluggish after as had not been infusing. Able to unclog with saline flushes. Line changed and ivf infusing after.... Additional description: the male end or tip of the IV tubing, was connected to the patient¿s central line via a needleless connector. This is a luer lock connection. The nurse found the patient¿s IV tubing disconnected from the central line. Instead of the luer inadvertently twisting off, that male tip of the IV tubing was still stuck/engaged in the needleless connector and the male tip had broken and separated from the tubing. I do also have the needleless connector with the tip stuck in it.